Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the cardiosave iabp and was able to reproduce the reported issue. The stm found customer had plugged fiber optic connector in upside down and damaged port. The stm re-fixed port and replaced fiber optic sensor extension. The stm performed pneumatic module leak test and it was not detecting the port was plugged. The stm replaced pneumatic module. The stm completed repair with full calibration. All functional and safety tests were passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that before use on a patient the cardiosave intra-aortic balloon pump (iabp) had an issue with the fiber optic sensor module failure. The unit was swapped out and taken to biomed. Ge sticker on the pump. There was no patient involved, thus no adverse event was reported.

Event description:
It was reported that before use on a patient the cardiosave intra-aortic balloon pump (iabp) had an issue with the fiber optic sensor module failure. The unit was swapped out and taken to biomed. Ge sticker on the pump. No adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d5, g4, g7, h2, h10, h11. Corrected field: b5, d5.